Event description:
The biomedical engineer (bme) reported that after a patient returns to their bed from a procedure (using transport data feature), their name disappears after the transport. This is in ccu department. The ccu is where they use this feature. They are using bsm-1700 monitors to transport. They use transport properly (admit discharge>export data, when patient returns use data from input unit). All the demographics and the patient ID number stay but "patient not found" was displayed in the patient name field. There was server refresh that happened yesterday around 2:30 on 09/23. All the other nihon kohden equipment is working like it should. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that after a patient returns to their bed from a procedure (using transport data feature), their name disappears after the transport. This is in ccu department. The ccu is where they use this feature. They are using bsm-1700 monitors to transport. They use transport properly (admit discharge>export data, when patient returns use data from input unit). All the demographics and the patient ID number stay but "patient not found" was displayed in the patient name field. There was server refresh that happened yesterday around 2:30 on 09/23. All the other nihon kohden equipment is working like it should. No patient harm reported.